Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported, "restoration modular case. Product 6278-1-100 (control stem inserter) failed as the doctor was inserting the stem. The stem was seated but the threaded tip broke in the stem and could not get the locking bolt in after the proximal body was impacted. Used a 6276-3-001 (1 broach body in the restoration modular) and a 6276-5-411 (217mm stem). The proximal body was implace but not torqued down."

Manufacturer narrative:
Corrected data: the device was not returned. An event regarding crack/fracture involving a restoration inserter was reported. The event was not confirmed. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. If additional information and/or device becomes available, this investigation will be reopened.

Event description:
It was reported, "restoration modular case. Product 6278-1-100 (control stem inserter) failed as the doctor was inserting the stem. The stem was seated but the threaded tip broke in the stem and could not get the locking bolt in after the proximal body was impacted. Used a 6276-3-001 (1 broach body in the restoration modular) and a 6276-5-411 (217mm stem). The proximal body was implace but not torqued down."